Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due hypoglycemia. The patient loss consciousness and blood glucose levels decreased to 40 mg/dl overnight. The patient was treated with an infusion of glucose and was released after several hours.